Event description:
It was reported that the physician believes a calculation error on the left eye (os) occurred. The patient is a 73 year old woman who was implanted bilaterally with eyhance toric intraocular lenses (iol's). The right eye (od) was perfect, pre-operative cylinder (cyl) of 5.4 diopter (d) which resulted in hardly any refractive error at all. The left eye had only a mild cyl but ended up poorly with a 3 d cyl 6 weeks post-operation. Left refraction is +0.25/-3.00x180. The iol target position was at 56 degrees but is currently located at 45 degrees. However, calculations show that rotating the iol will not improve the result by much, the expected result would be 1.8d of cyl. Therefore, the surgeon suspects that the initial calculation was incorrect. Through follow up we learned that the iol will not be explanted. No further information was provided.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: account provided that the lens was implanted on april 17, 2023. Therefore the following field has been updated accordingly: section d6a: implant date: (B)(6) 2023. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.